Event description:
According to the event description "the generator malfunction. Sparks were coming out. It delayed the procedure but no patient harm or staff harm". The delay to the procedure was 5-10 minutes. No negative impact in state of health reported. Cross reference mdrs: 9610617-2025-02078. 9610617-2025-02080. 9610617-2025-02081.

Manufacturer narrative:
The device was returned to our us facility as documented in section d9, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID 20253003584__984472. Cross reference complaint ids: 20253003584__984471. 20253003584__984473. 20253003584__984474.